Event description:
Customer emailed that they had a mattress that delaminated.

Manufacturer narrative:
Upon review of the picture sent from the customer the urethane cover bubbled at the foot end of the mattress but did not expose the inside of the mattress cover or foam. A new mattress was shipped out of the customer on 06/24/2015. This problem has been assigned to CAPA (B)(4) and a follow-up report will be submitted upon completion of the corrective action.